Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2500 mcg/ml at 360 mcg/day) and dilaudid (25 mg/ml at 3.6 mg/day) via an implantable infusion pump. It was reported that the patient was in for a refill on (B)(6) 2018 and a motor stall was discovered to have occurred on (B)(6) 2018. It was noted that the patient did not hear an alarm and had no report of withdrawal symptoms. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and the patient was noted to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on 07-may-2019. The healthcare provider requested the pump off code as the patient¿s pump was not working due to a motor stall. Per the event logs the motor stall occurred (B)(6) 2018 with no recovery to date and the tube set occurred (B)(6) 2018. The patient had had no MRI/emi that would have caused the stall to occur. Per the healthcare provider they were planning on replacing it but the patient had some other health issues, so they are unable to replace the pump until (B)(6) 2019. The healthcare provider stated that with the pump audibly alarming continuously they don't want to hear it alarm any more. The pump was programmed to off state. There were no reported patient symptoms and no further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported via the rep that the pump stalled on (B)(6) 2018 and then a permanent shut down occurred on (B)(6) 2019. This patient had been under treatment for some type of infection during these dates and was unable to undergo a replacement at the time. The infection was not related to the pump at all. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown what troubleshooting was performed. The device was replaced on (B)(6) 2020, the rep was in possession of the device, and it would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
H3: analysis identified residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.